Event description:
It was reported to boston scientific that a percuflex ureteral stent was used during a ureteroscopy procedure in the ureter, performed on (B)(6) 2023. During unpacking, it was found that the stent was broken in half. The procedure was successfully completed with another percuflex ureteral stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.